Manufacturer narrative:
The instrument has been investigated. The account manager evaluated the instrument and could not duplicate the problem. The instrument reportedly is generating low od results for row a and row d. The positive controls od results are within specifications and the spectrophotometer has passed its photometer verification test. The instrument has been returned to service.